Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the atrial lead exhibited high impedance and a fracture was suspected. The lead was capped and replaced.

Event description:
It was reported that the right atrial (ra) lead bipolar impedance had been getting lower with each visit. The bipolar impedance was 154-162 ohms and had been 197 ohms at the last visit. The lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.